Event description:
During a follow-up, no capture or sensing was observed on the right ventricular channel. An x-ray confirmed lead perforation. The patient was asymptomatic. The lead was explanted when an attempt to reposition was unsuccessful.

Manufacturer narrative:
Mechanical and visual analysis found that the helix was clogged with body tissue, preventing it from extending. After cleaning, the helix was found to function normally. An overtorque condition was noted at the pacing inner coil. The lead tip stiffness was tested and performed within specifications. The lead passed all electrical tests.